Manufacturer narrative:
Investigation summary: a direct relationship between the device and the reported hemolysis could not be conclusively determined through this evaluation. Additionally, evaluation of the patient¿s submitted log file confirmed a low speed advisory alarm; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log file contained data from 20apr2019 to 06jun2019. The pump was set to a fixed speed of 8800 rpm and operated above the low speed limit of 8400 rpm until on (B)(6) 2019 at 12:10:41 am when the log file recorded a low speed advisory alarm when the patient¿s speed temporarily dropped below the low speed limit. The pump regained speed on its own and remained above the low speed limit for the remaining duration of the log file. A direct cause for the low speed operation could not be conclusively determined through this evaluation. No further atypical alarms were captured. Hemolysis is listed as an adverse event that may be associated with the use of the heartmate ii lvas. The patient care and management section provides information on anticoagulation, including recommended inr values. The heartmate ii lvas patient handbook cautions the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date and manufacture date are unknown. No further information was provided. A supplemental report will be submitted when the manufacture.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with elevated lactate dehydrogenase (ldh) and dark urine. Two low speed advisory alarms were reported along with a pump off alarm. The log files submitted for review captured speed drops below the low speed limit on (B)(6) 2019 at 0:10; which occurred while the patient was connected to the mobile power unit (mpu). There were no other unusual events captured within the log file. It was advised that the patient be placed on a no ground patient cable. Additional information has been requested, however, has not been provided.